Event description:
A report was received that the patient underwent an unknown procedure wherein a lead will be returned for an unknown reason.

Manufacturer narrative:
This issue was already reported in MFR report #: 3006630150-2017-03243.

Event description:
A report was received that the patient underwent an unknown procedure wherein a lead will be returned for an unknown reason.